Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to test missing segments due to blank display. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has a blank display and sometimes it only displays partial information. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for display but could only be corrected to a partial screen and customer declined to troubleshoot further. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.